Event description:
It was reported that when the patient presented for routine follow-up, non-sustained rv oversensing due to post-paced t wave oversensing was observed. Programming changes were recommended and will made during patients next follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.